Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure, an attempt was made to use one 6 french guide catheter to treat a non-tortuous, non-calcified lesion with no stenosis located in the femoral artery. The takeoffs were abnormal so different guides were used to try and engage the artery. A radial approach was originally planned, however it was switched to a femoral approach. There was no damage noted to the packaging. The device was removed from packaging and prepped per IFU with no issues noted. The device was not inspected. Excessive force was not used during insertion/delivery. It was reported that the left coronary artery could not be engaged and resistance was encountered during removal of the guide catheter. It was stated that the guide catheter was torqued and counter torqued. During an x-ray the catheter was observed to have broken in half and was stuck in the sheath. A cut down was performed to remove the device. The patient was reported to be alive with no further injuries.

Manufacturer narrative:
Device evaluation summary: one 6fr launcher guide catheter was received for analysis. There was a detachment on the shaft of the catheter approx. 36.2cm distal to strain relief. The material at both detachment sites was jagged and uneven. The wire braiding exposed at detachment site and leading into the detachment site. A torsional kink was noted on the shaft of the catheter approx. 23.5cm distal to the strain relief. No damage was noted to the distal tip. No other damage was noted to the remainder of the device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the device was not kinked or re-straightened during use. Excessive force was used as the guide catheter was not coming out. Detachment occurred approximately 15 cm from the hub. The physician indicated that the device was probably kinked before use but it was not noted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.